Event description:
It was reported that during the implant procedure the lead was placed in the rv, screwed out, sensing was appropriate but physician wanted to try another location. Screw was retracted and lead moved, once hooked back to analyzer there was no sensing at all present on lead electrodes and pacing at 10 volts would not capture. Attempted to screw out again and screw would not exercise out of the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the helix exceeded specification for the number of turns to extend and retract. The helix would not extend due to drive shaft lug stuck behind the retraction stop; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.